Manufacturer narrative:
(B)(4). Additional narrative: a batch review has been conducted which revealed product met all acceptance criteria for release. Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that one (1) folfusor device was reported with a no-flow during patient use. The device was filled with 5-fluorouracil. The device was prepared in the production unit, it was primed and seen to be flowing. There was no report of patient injury or medical intervention. No additional information is available.